Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via left artery. The 81% stenosed, 13mmx2.5mm, eccentric, de novo target lesion was located in the severely calcified left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion. When the device was removed, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.